Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003.

Event description:
It was reported that a (B)(6) year-old female patient who underwent revision breast augmentation with mentor memorygel breast implants 400cc on (B)(6) 2014 developed increased food sensitivity, hormonal changes, gi problems, extreme insomnia, raynaud's disease, low wbc, decreased libido, acne, fatigue, brain fog and peripheral neuropathy with burning feet. In (B)(6) 2018, her MRI was read as intracapsular rupture on both sides. The patient has a history of predominantly significant food sensitivity related to mast cell activation disorder. The patient was referred to a hematologist and saw many physicians and many tests, all with inconclusive results. The patient underwent explantation on (B)(6) 2019. Both devices were intact upon explantation. This report is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).